Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Further information was sought about the incident but we did not receive any response. The complaint circuit was not returned and there was not enough information provided by the customer to indicate what might have caused the disconnection. We were therefore unable to determine if the disconnection was due to the breathing circuit being set up under tension or due to a fault with the complaint device. The infant swivel elbow and swivel wye is assembled using a machine to ensure a consistent tightness of connection. The swivel assembly is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any circuits that fail these tests are rejected. The user instructions that accompany the rt265 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A healthcare facility in (B)(6) reported that the swivel of the rt265 infant dual-heated evaqua2 breathing circuit was "separating and popping off". There was no patient consequence.